Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported for this lot number to date. The complaint sample was returned for evaluation. The device was visually inspected and no apparent anomalies were noted. The stylet moved freely within the cannula. The needle was placed in a magnum driver and there was a gap at the sample notch of the needle. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint is confirmed, as a gap at the sample notch along with loose stylets were found during the sample evaluation. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current instructions for use (IFU) states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.

Event description:
It was reported that a disposable biopsy needle was unable to obtain a tissue sample on the second pass. The needle was successful at obtaining one tissue sample, during a prostate biopsy, however, on the second attempt, no tissue was obtained. When the needle was inspected. A gap at the sample notch was noticed. No patient injury reported.